Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned for manufacturer evaluation, to date no sample has been received. As the sample was not received, the reported complaint was not confirmed. A production records review was performed on the reported lot. The production record review showed there was one non-conformance (nc) found in the production of this lot which resulted in rework. The nc was unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up, the blood leak was reported to be internal. The blood leak occurred approximately fifteen minutes into the patient¿s treatment. Blood was visually observed in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The initial report stated the patient had a ¿strange taste¿ in their mouth. However, upon follow up it was confirmed there was no patient injury or adverse event that occurred, and no medical intervention was required as a result of the reported incident. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.